Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed on (B)(6) 2013. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed. Plaintiff was advised that her coils were not located in the position that her physician placed them, but they were working to prevent pregnancy. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2014, plaintiff underwent a laparoscopic bilateral salpingectomy to remove her fallopian tubes and her essure coils. After surgery, her physician advised her that one of her essure coils had migrated and perforated her uterus. Plaintiff continued to experience pain and was required to undergo a hysterectomy, leaving just one of her ovaries, in or around (B)(6) 2015. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc ((B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing essure insertion, an hsg (hysterosalpingogram) test was performed and showed her coils were not located in the position that her physician placed them. She experienced increasingly severe pain, chronic pelvic pain. A laparoscopic bilateral salpingectomy to remove her fallopian tubes and her essure coils were performed. After this procedure, her physician advised her that one of her essure coils had migrated and perforated her uterus. Afterwards, she underwent a hysterectomy, leaving just one of her ovaries. The events are listed according to the reference safety information for essure. In this case, it was reported that she never experienced these events prior to essure insertion and it occurred post-procedure period of essure insertion. The exact date and mechanism of uterine perforation were not known. Considering compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.